Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, reporting that her onetouch verioflex meter displayed error 4 messages. During troubleshooting of this issue, the patient obtained a reading on the meter which she alleged was high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation since attempts to contact the patient with follow-up questions proved unsuccessful. The patient reported that the subject meter was reading inaccurately high at 2:12pm on (B)(6) 2019, when she obtained a blood glucose result of ¿193 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient does not take medication to manage her diabetes. She stated that right after receiving the reading, she felt ¿dizziness and sweaty¿. No treatment for her symptoms was reported. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient confirmed that control test had not been manually selected. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which may be suggestive of a serious injury adverse event, immediately after obtaining an alleged inaccurately high reading on the meter. It would have been useful to contact the patient again for additional information but attempts to do so proved unsuccessful.